Manufacturer narrative:
H4: the device was manufactured from august 23, 2019 - august 26, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during patient infusion. The leak was at the level of the implantable chamber. The device was filled with 81ml of fluorouracil and 19ml of glucose 5% to a total fill volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.